Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure using pod6s. During the procedure, after successfully placing multiple ruby coils in the target vessel using a lantern delivery microcatheter (lantern), the physician attempted to deploy a pod6. However, while repositioning the pod6 through the lantern, the pod6 unintentionally detached in the patient. The physician was able to use the pod6 pusher assembly to place the coil in the correct location, and the procedure ended at this point. There was no report of an adverse effect to the patient.